Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility on their maude event report received from the FDA on (B)(4) 2014. (B)(4).the following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep went onsite to evaluated the device and found the flow sensor within specs. However, he did identify that the pressure xdcr was out of calibration which resulted in the low exhaled tidal volumes (vte). In addition, the carefusion field service rep found incorrect flow sensor bulkhead o-rings on the device, since the device is service by a third party service company, the carefusion field service rep was not able to identify a root cause for the incorrect o-rings. The carefusion field service rep installed the correct flow sensor bulkhead o-rings, calibrated the pressure xdcr and tested the device per the service manual to ensure it meets all factory specs. Upon completion, the device was returned to the customer ready to be placed back into service.

Event description:
The following info concerning the event was documented by a carefusion field service rep in response to an onsite visit to the user facility. "Verify volume monitoring, found hotwire sensor to be in spec - veriflex sensor was hard to plug-in due to wrong size of o-ring. Replaced o-rings and found vte low by 1.2ml. Calibrate wye pressure xdcr and volumes now within 0.5ml - pressure breaths were at or within 2cmh2o of set pressure." The following description of the event was copied from a maude event report received by carefusion from the FDA on (B)(4) . Volun (B)(4) 2014: unreliable readings on vte and vti. Inhaled tidal volumes were reading lower than the exhaled tidal volumes. Flow sensor changed out 4 times without resolution to problem.